Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The ultraflex stent was implanted on an unknown date in (B)(6), 2011. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used to treat a 2-3 cm malignant stricture in the mid-esophagus during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the patient had dysphasia. A barium study was performed and the patient was diagnosed with a malignant, esophageal stricture. In (B)(6) 2011, an ultraflex esophageal covered stent was placed within the patient's esophagus to treat his dysphasia. The patient was on external radiation for a month and a half after the stenting procedure. On (B)(6), 2011, the physician advanced the gastroscope through the implanted ultraflex stent and an ingrowth was noticed at the distal end of the stent. The physician initially thought this was an overgrowth; however, the scope was able to be passed across the stricture and both the gastroesophageal (ge) junction and fundus appeared normal. The physician did not remove this stent from the patient but used another ultraflex esophageal covered stent to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "normal" post procedure.